Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. The lead was returned in one piece measuring 6.9 cm. Final analysis found full breach insulation degradation exposing the coil 4.5 cm from the connector boot. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
This report is to advise of an event observed during analysis.